Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During a dry run, the field service engineer noticed the leksell frame wasn't fitting properly in the adaptor (B)(4).. The right jaw wasn't blocked even though the screw was attached properly. It has been noticed there were 3 screws: two of them had a flat tip while the third one had a rounded one. Even after exchanging the screw, the right jaw wasn't fitting properly. Fse supposed that perhaps the peek hole isn't deep enough, or the thread isn't going through.

Manufacturer narrative:
It was reported that the leksell frame wasn't fitting properly in the adaptor. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of the part was required to determine the root cause of the issue however the field service engineer confirmed that the leksell frame adaptor was not available for investigation therefore the root cause cannot be determined.(B)(4).

Event description:
During a dry run, the field service engineer noticed the leksell frame wasn't fitting properly in the adaptor mt-02-217 s16001. The right jaw wasn't blocked even though the screw was attached properly. It has been noticed there were 3 screws: two of them had a flat tip whil the third one had a rounded one. Even after exchanging the screw, the right jaw wasn't fitting properly. Fse supposed that perhaps the peek hole isn't deep enough, or the thread isn't going through.